Manufacturer narrative:
Additional information: lot # a5008.

Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). (B)(4). This report involves a female patient (age is unknown). The patient's medical history was not provided. No concomitant medications were reported. The patient received poly-l-lactic acid (sculptra) in (B)(6) 2006 and (B)(6) 2007 (dosage, therapy dates and indications are unknown.) The reporter stated that the patient possibly had more treatments, but she did not have this information. On an unknown date, the patient developed bumps running down both nasolabial and along the chin area. Discoloration and bruising were also noted in these areas. Action taken with poly-l-lactic acid, as well as the patient's outcome, was unknown. Corrective treatment, if any, was not reported. The reporter did not provide a casual assessment. Further information is being requested. (B)(4): brr (batch record review) without hint to root cause. The brr is done on a routine base during our release procedure. The brr was repeated concerning the reason of complaint. The brr gave no indication of problems during the manufacturing process with regard to the reason of complaint. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the dhrs (device history reports) and of the analytical results of these batches did not show any anomaly that could be related to the event that occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional information received on 19-nov-07: information received from the physician indicates that this report involves a (B)(6) female patient. There are no concomitant pathologies. The patient received her first treatment with poly-l-lactic acid (sculptra batch #a5005) on (B)(6) 2006. Dilution volume 4 ml water and 2 ml lignocaine with a total of 6 ml injected in the molar, nasolabial and perioral regions. In (B)(6) 2006, the patient developed lumps in the areas of injection. On (B)(6) 2006, the patient received her second treatment of poly-l-lactic acid (lot #a5008). Dilution volume 4 ml water and 2 ml of lignocaine with a total of 6 ml injected in the nasolabial and perioral regions. In (B)(6) 2006, the patient developed some lumpiness in the areas of injection. On (B)(6) 2007, the patient received her third treatment of poly-l-lactic acid (lot #a5008). Dilution volume 4 ml of water and 2 ml of lignocaine with a total of 12 ml injected in the molar, nasolabial, perioral and jowl areas. In (B)(6) 2007, the patient developed lumps in the area of injection. The patient's outcome is not recovered/ongoing. The patient has not had any similar events after poly-l-lactic acid treatment or with other treatment with other products. No lab tests were performed. The reporter considered the reaction to be definitely related to therapy with poly-l-lactic acid. No corrective treatment was given. If the reactions were to occur again it would not lead to death or serious injury/ deterioration in health. The reporter stated he did not consider the reaction to be serious, but indicated the patient may possibly need steroid injections into the lumps. No further details expected. Reporter's causality assessment: definitely related to sculptra.